Event description:
It was reported to medtronic minimed that the customer had not heard the pump alarms or alerts about low battery, replace battery, or low reservoir. The customer reported a blood glucose value of 450 mg/dl, and the current blood glucose value was 198 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884, mmt-7040a, mmt-342, and mmt-431a. Troubleshooting was performed for the audio anomaly, and the customer confirmed the audio option was enabled. The customer conducted an audio test, and the pump did not pass. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, mmt-342, and mmt-431a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 20-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 20-sep-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 16:08:00.000. Replace battery alert was found on: (B)(6) 2025 01:39:00.000. Replace battery now alarm was found on: (B)(6) 2025 01:39:00.000, (B)(6) 2025 02:20:00.000. Power loss alarm was found on: (B)(6) 2025 10:02:22.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 07:31:59.000. There was no power data available for the dates of (B)(6) 2025 and (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert /replace battery now alarm and power loss alarm. No low battery alert, replace battery alert /replace battery now alarm and power loss alarm noted during testing. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (25 units). Several boluses were programmed and delivered. 5 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No unexpected error message, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. No absence of low reservoir alarm noted during testing. The pump was monitored for several days and the low battery alert /replace battery alert was functioning properly. No absence of low battery alert /replace battery alert noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms/alerts noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.63 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for absence of alarm/alerts (low battery/replace battery or the low reservoir) were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.